Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ medium and a hemostatic valve separation issue occurred. It was reported by the customer that while the carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ medium was used on the patent, and while exchanging the guiding wire for the vizigo sheath, the hub fell off. The sheath was replaced and the procedure was continued and subsequently completed. There were no patient consequences. On 5/28/2020, additional information was received which stated that the hemostatic valve was the part that broke. The valve did not break into pieces, but it just wouldn't create a seal. No air was introduced into the body of the patient. No intervention was required. Blood return was observed but the hemodynamics was not compromised due to bleeding. The volume of blood that was lost is unknown. The issue of hemostatic valve separation is considered to be an MDR reportable malfunction. On 6/3/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the hemostatic valve appeared to be dislodged. The finding of the hemostatic valve being dislodged has been assessed as an MDR reportable malfunction and is consistent with the customer¿s reported event.

Manufacturer narrative:
On 6/26/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ medium and a hemostatic valve separation issue occurred. It was reported by the customer that while the carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ medium was used on the patent, and while exchanging the guiding wire for the vizigo sheath, the hub fell off. The sheath was replaced and the procedure was continued and subsequently completed. There were no patient consequences. Device evaluation details: device was inspected, and visual analysis revealed that hemostatic valve was dislodged in into the hub. Friction ring appears with no damage and is observed still in place. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the hemostatic valve dislodged could be related to the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).